Manufacturer narrative:
Our quality engineer inspected the photographs and sample provided by your facility. Bd received one 22ga instye autoguard bc unit within an open package from lot number 8142645. One photograph was also submitted for review which displayed a package label and a 22ga unit with a red circle around the foreign matter present inside the needle cover. Through the visual/microscopic examination it was immediately observed to have black particle/specks through the needle cover and on the shaft of the catheter tubing. The photograph displayed similar findings to that of the returned unit. The defect of foreign matter, as stated in the reported issue was confirmed. The black specks of foreign matter were found to be burnt particulate resin that was introduced during the molding process. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. No serious injury or medical intervention was reported. Verbatim: "complaint from hong kong baptist hospital. The user complainted that foreign materials was found in the packing when unpacking."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter had foreign matter. No serious injury or medical intervention was reported. Verbatim: "complaint from (B)(6). The user complained that foreign materials was found in the packing when unpacking."